Manufacturer narrative:
Continuation of d10: product ID a820 product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown morphine. It was reported that the patient wanted to review clearing data. Patient services reviewed the charge duration of the handset and communicator. The patient called back on (B)(6) 2025 and reported that the patient's handset got stuck at 90%. The patient wanted the personal therapy manager (ptm) screen to stay on in the background so they would not have to connect the device every time they got a bolus. Patient services reviewed information. Patient services reviewed that, based on the patient's explanation, the device was working as intended. The patient thought that the design of the system was poor.